Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries are calcified. It was reported that the patient¿s abi was taken immediately after the procedure and showed no problem; however, poor blood flow in the left (contra) limb was observed at postoperative one week. Therefore, as additional treatment was performed, the lesion was dilated using a pta balloon (details unknown), and then a bare stent (details unknown) was placed. The procedure ended after the improved blood flow was observed. The 16x20x124 was the most distal device and the occlusion was contained in this device. The vessel was calcified which may have led to the occlusion. The physician is monitoring the patient. No additional clinical sequelae were reported. The physician commented that the contra limb was pushed up and placed at the end of the internal iliac artery, and therefore, the limb pushed up may be slightly shifted downward after the operation. (No problem with the blood flow in the iia.) The physician stated that the device may have migrated but was unsure. A review of pre-implant 3d image and sizing drawing shows that the iliac arteries were severely calcified. The diameter of the left common iliac ranged from 14-18-14mm, and the left external iliac artery diameter was 11mm. The minimum distal aortic diameter was 20 x 17mm. The cause of the occlusion is unknown. It is possible that limb placement into the calcified anatomy may have contributed.